Event description:
Information received by medtronic indicated reservoir had air bubbles in reservoir barrel. Customer reported size of air bubbles was tiny. Troubleshooting was performed. Customer reported air bubbles were not removed successfully from reservoir. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.